Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient began experiencing malaise, nausea, headache, and cognitive fog the day after a new sensor was placed on her arm. The patient uses the insulet omnipod 5 (op5) system in a modified closed-loop configuration. Both the cgm receiver and mobile device displayed estimated glucose values (egvs) within the normal range. Concerned about her symptoms, the patient manually checked her bg, which revealed a discrepancy of 100¿150 mg/dl higher than the egvs. She initiated self-treatment by administering a correction bolus via her omnipod. Shortly afterward at an unspecified time, her display screens showed an egv reading of "high," and a subsequent bg check revealed a level of 600 mg/dl. The patient administered another correction bolus and asked her spouse to take her to the emergency department (ed). Before leaving, she removed the sensor and replaced it with a new one. At the ed, her bg was measured at 400 mg/dl. She was treated with a saline IV drip to prevent dehydration. No additional medications were administered. The patient remained in the ed for approximately five hours and was discharged when her bg reached 200 mg/dl. Upon returning home, her bg was 160 mg/dl. At the time of this report, the patient is in stable condition and feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It was reported that there was a 100 to 150 points difference. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At an unspecified time, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.